Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in an electrode and probe placement procedure, the imaging system used could not send a navigated image acquisition. It was reported that communication with the navigation system was in green status and that the patient t racker/reference frame was visible. It was noted that a 3d image acquisition performed did not have the nav tag and was non-navigation eligible. A second medtronic navigation system was brought into the operating room (or) and a second image acquisition was performed. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis was conducted and it was determined that even was a known, monitored occurrence of the software. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional software investigation through log analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.